Event description:
It was reported that the infusion pump was involved in an overdelivery. Reportedly the device was programmed to infuse a 50,000u/250 ml heparin solution at 10 ml/hr. Approx. 4 hours after the start of the infusion the pump was alarming "air" and the solution container was empty. The pump was removed from the pt use. No medical or surgical intervention was reported.